Manufacturer narrative:
The investigation for the limb ischemia has been completed. The impella has not been returned for evaluation. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the limb ischemia has not been determined. Added-h6 component code 925 d4-corrected model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support developed multiple complications and subsequently expired. Oozing at the access site was noted and no pulses were present in the right lower extremity with mottling. The care team decided to allow the oozing while reinforcing the dressing. In regard to the ischemia, the condition had reached the point where amputation was necessary. The patient's family subsequently decided to withdraw care planned for the following day (approximately two days after implant). The patient's status was changed to do not resuscitate. The patient expired shortly thereafter. It is unknown if the conditions contributed to the patient's demise.